Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16530111.

Event description:
It was reported that patient experienced inadequate stimulation. The patient underwent an explant procedure. All components were not be returned. No further information has been obtained despite good faith efforts.